Event description:
A nurse tried to push a cart containing two generators. One of the wheels was locked and the cart had tipped over and fell on the nurse.

Manufacturer narrative:
Conmed was made aware of this event on (B)(4) 2012. Conmed sent a set of follow-up questions on (B)(4) 2012, to gain a better understanding of the reported event. Another message was sent on (B)(4) 2012 to request the user to answer the submitted questions. A response has yet to be received. The degree and treatment of the injury sustained is unknown.to be consistent and conservative, conmed electrosurgery is filing this event with the f.d.a.